Event description:
It was reported that the user dropped the ilet insulin delivery device when it fell from their pants, resulting in a cracked screen and physical damage to the hardware. Investigation included a review of user feedback and complaint details. Further investigation of this case revealed mechanical damage to the device enclosure and display consistent with accidental impact. There was no user reported clinical symptoms and no reported injury, alerts or alarms. Blood glucose was not impacted during the event. Outcomes included interruption of normal device use and the need for a replacement device, with the original device pending return. It was concluded that the event was due to physical damage from accidental dropping, not a device malfunction.